Event description:
A surgeon reports having a pt with induced astigmatism following bilateral intraocular lens (iol) implant surgery. The lens was exchanged. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.